Manufacturer narrative:
The suspect device was requested to be returned for investigation. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared results in the laboratory. The laboratory method was asked for but not provided. The result from the meter was 3.2 inr. The result from the laboratory was 2.4 inr. The results were within 7 hours. There was no adverse event. The customer's therapeutic range was 2 - 3 inr.